Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was received with the helix was fully retracted. Helix extension was performed and there was no tissue on the helix. (B)(4).

Event description:
It was reported that the right ventricular lead dislodged during the initial implant attempt. When the lead was inspected, the lead's helix was found to be plugged with tissue. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.